Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - due to the presence of dust in the scope socket, the front panel lights blinked continuously. Additional evaluation findings are as follows: the lens bases screw were found deformed due to corrosion. Due to this, the two screws were noted loose in between the lens base and s-socket. Dust accumulated in the unit. Pump spring noted dirty. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Upon inspection of the olympus, model clv-190, performed at a user facility by a field service engineer, it was found that the front panel led's were continuously blinking. The problem, as reported to olympus, was identified by the user facility during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was found that dust piled up on the scope socket board and triggered the front panel blinking issue. Olympus will continue to monitor field performance for this device.